Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was noted that the patient's trial started on (B)(6) 2024. It was reported that the patient reported they had pain. It is unknown if the issue was resolved. Additional information received on apr-20 indicated that the patient still has the pressure in their chest and hurts when they cough. Patient seems to be concerned that he is getting constipated and was referred to their health care provider for medical advice. On apr-22, the patient stated they have been swollen and could not use the bathroom for the three days. Patient stated that they took two laxatives and has been voiding more now since. Patient stated that their programmer will be off with the black screen and they will need to start it up again. Support link did confirm with them that this was normal. Patient stated they were feeling stimulation in their thumb and it was to much, so they decreased it from 3.5 to 2.9. On (B)(6) 2024 the pa tient advised that their programmer kept losing connection in the house and making beeping noises. Patient mentioned they may have a loose wire.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.